Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 325cc and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 07/ 06 /18, it was reported to mentor that the device history record (DHR) for the lot number 7412529 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/07/18, it was reported to mentor that these events took place: on 07/05/18, it was reported to mentor that the date of explantation was (B)(6) 2018 without any replacement. On (B)(6) 2018, it was reported to mentor that the patient is fully recovered with no adverse event. This patient did not experience any accompanying symptoms in either implant. Capsules were exceedingly thin. No hospitalization was required. Procedure done on outpatient basis. Manufacturer¿s reference number: (B)(4).